Event description:
It was reported to covidien on (B)(6) 2010 that a customer has an issue with a ted stocking. The customer reports a pt was admitted for surgery (B)(6) 2010 for posterior spinal fusion. The pt sustained bilateral heel ulcers on (B)(6) 2010. Both heels treated with heel suspension boots and pressure relieving ankle foot orthoses "prafos". Eventually, pt needed plastic surgery to close wounds.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.